Manufacturer narrative:
Product complaint # (B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Clinical adverse event received for cerebrovascular accident. Event is serious and is considered moderate. Event is definitely not related to device and is possibly related to procedure. Date of implantation: (B)(6) 2020. Date of event (onset): (B)(6) 2020. (Right hip). Treatment: diagnostic intervention (unspecified); observation. Depuy products: catalog number: 121722050. Lot: j8370f. Description pinnacle sector porocoat coating 50mm. Catalog number: 122132050. Lot: j70g11. Description altrx neut 32idx50od. Catalog number: 101012040. Lot: j67p49. Description actis collared high size4. Catalog number: 136521000. Lot: d20020696. Description articul/eze ball 32 +1 gr. Catalog number: 121725500. Lot: d20032301. Description 6.5mm cancellous dome screw 25mm.